Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient with monovision correction via myopic lasik with enhancements in both eyes (os for near) underwent bilateral implantation. The surgical plan targeted -0.75 d in os to maintain monovision. Postoperatively, the patient ended up with residual myopia of -1.25 d os and was unable to achieve better than 20/30 visual acuity in either eye despite refraction. An iol exchange was performed, -2.00 d os, resulting in improved visual outcomes and patient satisfaction with monovision. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.